Event description:
It was reported by the customer that a pyxis medstation system had a drawer failure. The customer stated that the half height drawer 3.1 and 3.2 has failure and require maintenance. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a half height cubie drawer main 3-1 and 3-2 failed and not detecting on the bus. The field service engineer stated that the staff unable to access medications in drawer during failure although meds available in another medstation in the area and there was a delay in dispensing medications. The fse shut down the system, reseated all the bus and controller connections, later cleared the debris from under the cubie. The system functioned as intended after the field service engineer troubleshooted the device.